Event description:
Facility reported a woman had foot surgery and a screw broke post operatively. Device was reportedly explanted and a new screw placed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.